Event description:
It was reported that: approx 30 minutes prior to the end of the case, the ventilator stopped functioning and had no power. The dr attempted manual ventilation on the machine, but stated with no power, it appeared the machine would not acknowledge the change. The pt was then ventilated with an ambu bag until the end of the case.